Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultrasmart meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B)(6) 2010, the pt obtained the error 2 error message on the reported meter; he was unable to test his blood glucose level. The pt took no actions due to the meter issue. Intermittently after this meter issue, the pt experienced the symptoms of dizziness and blurred vision. The pt did not seek any medical attention or treatment. Troubleshooting revealed the pt's test strips and testing technique were correct. The issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore this complaint is being reported.